Event description:
The customer reported being hospitalized for diabetes ketoacidosis, and she got back on the insulin pump last month. The blood glucose reading at time of call was 145mg/dl. The customer stated that she changed the infusion set, and she did not realize that the cannula was bent. While attempted to transfer to a fully trained representative, the call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.